Event description:
It was reported that a pump did not have audio function.

Manufacturer narrative:
(B)(4). It was confirmed that the audio function was not present. Further evaluation identified that the absence of audio was due to a failed (1 watt) speaker. All visual functions performed as expected. The date of event is unknown.